Event description:
Type of procedure: laparoskopic hysterectomy. Event description: voyant maryland single step was used during a laparoscopic hysterectomy. After 90 activations the handle locked its selves. Jaws was unable to open and the knife was not able to be activated. Back bleeding from uterus was stopped by using bipolar grasper. Voyant was not used during this. Last time, before the event occurred, I saw the inner jaws was fine and clean. Additional information received from an applied medical representative via email on 30may25: the tm attended the surgery, no audio or visual damage. Yes, handle was unresponsive. I did try it too after it was off the patient. I assume that I would break the handle if I used more force. Blade was not responding when activating it. Blade was in neutral position. No, the jaws were not locked onto the tissue, the surgeon tried to reach tissue, but the handle was not responding. No tissue was damaged during the break down. This is the only one observed as I have attended to some 8 single step surgeries after this. Handle was not responding. I did ask the surgeon to close the handle and use the blade lever. Also releasing the handle ¿ nothing happened. As this was a trial I changed the handle with a new one from the shelves. Patient status: patient did not suffer any injuries due to the case. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Type of procedure: laparoskopic hysterectomy. Event description: voyant maryland single step was used during a laparoscopic hysterectomy. After 90 activations the handle locked its selves. Jaws was unable to open and the knife was not able to be activated. Back bleeding from uterus was stopped by using bipolar grasper. Voyant was not used during this. Last time, before the event occurred I saw the inner jaws was fine and clean. Additional information received from an applied medical representative via email on 30may25: the tm attended the surgery; no audio or visual damage. Yes handle was unresponsive. I did try it too after it was off the patient. I assume that I would break the handle if I used more force. Blade was not responding when activating it. Blade was in neutral position. No the jaws were not locked onto the tissue, the surgeon tried to reach tissue, but the handle was not responding. No tissue was damaged during the break down.this is the only one observed as I have attended to some 8 single step surgeries after this. Handle was not responding. I did ask the surgeon to close the handle and use the blade lever. Also releasing the handle ¿ nothing happened. As this was a trial I changed the handle with a new one from the shelves. Patient status: patient did not suffer any injuries due to the case. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed a stuck blade. This confirms the complainant¿s experience of jaws staying closed. Based on the evaluation of the event unit and the description of the event, it is likely that the reported event was caused by the eschar build up stopping the blade from fully returning. The instructions for use (IFU) states ¿buildup of eschar can negatively affect the device¿s sealing and cutting performance¿. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Correction performed to update section h2.